Event description:
It was reported that the patient's blood glucose levels (bg) rose to 17 mmol/l (306 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (arm), it appeared that although the pink slide had moved forward as intended, the cannula was not visible, indicting it did not deploy as intended at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.